Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 348 mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. Bg was addressed via intravenous insulin and saline. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.